Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to dislodgement. The lead could not be repositioned after multiple attempts. The lead was explanted and replaced.